Event description:
It was reported that the patient had his first eye cataract surgery (B)(6), 2011 with a za9003 lens implanted and everything went well. Both pre-op and post-op was emmetropic. On (B)(6) 2012, a cataract procedure was performed on the second eye. Pre-op was planned to be emmetropic. A za9003 lens was used. The surgery went well. The patient complained that he could not see as well compared to the first eye. A post-op check showed that the biometry was -7,5. The surgeon checked the patient data to see if there was something unusual, but everything seemed to be normal. The surgeon asked the question, if it is possible that the intraocular lens (iol) was not correctly marked with the diopter size. The doctor planned to place a second iol in the sulcus. Follow-up with the surgeon indicated that he had implanted a piggy back lens successfully. The patient and the surgeon are satisfied with the final results. The implant date of the piggy back lens was not provided.

Manufacturer narrative:
(B)(4). The documentation showed that the production order was manufactured according to specifications and verified that the diopter power was within specification. The lens remains implanted in the patient. All pertinent information available to abbott medical optics has been submitted. Should new information be received that changes the facts and/or conclusion of this report a supplemental report will be submitted. (B)(4): placeholder.